Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received the monitor touchscreen was unresponsive and the monitor was resetting. The cause of the unresponsive screen and resets was isolated to corrupt flash programming. The issue was corrected upon reprogramming. Additionally, during the evaluation, the belt recorded several can communication errors. The cause for the communication errors was isolated to damaged solder connections on processor u413. The root cause of the corrupted programming and sd card files cannot be positively identified. The root cause of the broken solder connections was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient using the monitor reported that it was resetting.